Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty using a chocolate balloon to treat a chronic total occlusion (100% stenosis) in the left mid superficial femoral artery, balloon deflation difficulties occurred and the device was slow to deflate at the lesion site. The target lesion was described as calcified and fibrous with moderate calcification, with a lesion length of 100 mm and a vessel diameter of 6 mm. The procedure was performed using a 6f sheath and a guidewire, embolic protection was not used, and the balloon was inflated using a non medtronic inflation device. The diseased vessel was successfully treated using a new chocolate balloon. No patient symptoms or complications were reported as associated with this event.

Manufacturer narrative:
Product analysis the device was flushed, (photo 3) and an 0.018¿ guidewire was loaded, an indeflator was attached to the device and the balloon was inflated to its rated burst pressure (rbp) of 12atms, the balloon was then fully deflated in approximately 20 seconds, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no damage was noted to the balloon catheter and no issues were found during balloon inflation. The balloon was eventually fully deflated for removal using a pressure pump, taking 30 seconds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.